Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on a review of the medical records provided, there is no indication that a device failure occurred. Additionally, the mesh remains implanted.

Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2002-patient underwent repair of an umbilical hernia with a kugel patch. The patient also underwent a hysterectomy and pelvic floor repair performed by another surgeon.